Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the bottom trigger was sticking on the battery handpiece device. It was further determined that the protection steal ring was falling out and did not hold the battery device. It was further determined that there was a grinding noise in the forward speed. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. An assessment was performed which determined that the bottom trigger was sticking, the falling out protection steal ring did not hold the battery device, and there was a grinding noise in the forward speed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.